Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. 510k number is not applicable.

Event description:
During the esd operation, hemostasis was performed with hemostat, but electricity could not be applied during the procedure. I wiped off the tissue adhering to the forceps part, but it was not possible to conduct electricity well. Amco came to inspect the high frequency, and measured the resistance value of the hemostat used at that time and the demo product, he said that the hemostat values he was using were unstable. The procedure was completed using the new hemostat. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
D9:. Device available for evaluation? G6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. H4: device manufacture date. Evaluation summary: we checked the actual product, but we could not confirm the reported defect. A DHR investigation confirmed that the specifications were met at the final inspection. From the reported events and the appearance of the actual product, there is no abnormality in the product, and it is possible that the control function was activated on the facility's high frequency surgical device (vio3) side. (It is known that the output may decrease depending on the control program of vio3) in addition, there is a possibility that the contact area between the electrode and the tissue became small due to the fact that the cup part was not completely in contact with the hemostasis part, and the output required for hemostasis could not be obtained.